Manufacturer narrative:
Device is a combination product, (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient expired. The patient presented with acute myocardial infarction (ami). Vascular access was obtained via the radial artery. The de novo target lesion was located in the severely tortuous and severely calcified ramus artery with 100% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. After pre-dilation, a 2.50 x 20 mm synergy drug-eluting stent was advanced, but significant resistance was encountered during advancing. The stent was deployed. Following post-dilatation, residual stenosis was 0%. No dissection or perforation was detected. But the patient had cardiogenic shock. Despite cardiopulmonary resuscitation (CPR) with incubation and other medical management, they were not able to revive the patient and the patient died on table. No autopsy was performed. The cause of death was ami and cardiogenic shock.